Event description:
A 2.0mm ti straight plate 6 holes implanted in 2004 broke post-operatively and was explanted about seven weeks later and replaced with comparable implant. Surgeon re-used concomitant screws pn 401.810 x 1; 401.811 x 2; 401.812 x 2 & 401.813 x 1 with new plate.